Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During an unknown procedure, it was noted that the drainage catheter hub broke. The physician removed the hub (not the entire device) and was able to complete the procedure without the hub. There were no injuries to the patient, and no additional procedures were required.